Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Medical product - tm reverse humeral stem sz 12 lg 130, cat#: 00-4349-012-13 lot#: 62968308. Customer has indicated that the product will not be returned [as location is unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see associated reports: 0001822565 -2017 -03060.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to subluxation and disassociation of the polyethylene liner from the humeral stem approximately fourteen months post-implantation. Only the humeral bearing was removed and replaced. No signs of wear or impingement were noted. Attempts have been made and additional information on the reported event is unavailable at this time.